Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent could not be opened distally and had a rough tip end. The patient was undergoing flow diversion therapy surgery for treatment of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 5.2 mm and a 3 mm neck diameter. The landing zone was 5 mm distally and 4.5 mm proximally. The access vessel was the femoral artery with an unknown diameter. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was that the pipeline was retrieved, coil embolization therapy was used, and the procedure was successful. It was reported that during pipeline implantation, the first selected pipeline 500-35 reached the lesion; upon deployment, the distal end of the pipeline could not open. It was removed from the body and advanced to inspect the tip. Upon re-implantation, the distal end of the stent still could not open. After retrieval, the tip end of the stent was noted to be rough, and coil embolization therapy was subsequently used to complete the procedure. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a phenom 27 microcatheter.